Event description:
It was reported the pt had not charged the ipg (implantable pulse generator) for approx 6 months. The sjm rep tried but was unable to establish communication with the ipg using the programmer. F/u info reported the ipg was unable to recharged.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.